Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the mesh leg after it was fired through the sacrospinous ligament. The physician pulled the capio slightly while the plunger was still depressed, which put tension on the suture. The needle was caught inside the capio device. The procedure was completed with another uphold vaginal support system, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).